Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A definitive cause for the reported difficulties could not be determined. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial report, additional reported information indicates that difficulty during exchanges mean that the physician experiences resistance during removal of the armada into the guiding catheter. No resistance was noted when the physician wanted to perform post dilatation by advancing the same balloon as was used in pre-dil. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event has been estimated.

Event description:
It was reported that the physician said he does not like the armada 35. When asked why, the doctor reported that, compared to other devices, the armada does not have a fast deflation time and rewrap on the armada balloon is not great and slows him down when exchanging through different catheters and sheaths. Reportedly, the physician did not experience any failure modes during the procedure. No other device/procedure issues were noted. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.